Event description:
It was reported that the system 9800 had marginal battery packs and the batteries were replaced. This created other issues regarding the system. There was no pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. With the new batteries the system experienced a precharge failure and an overvoltage condition on the charger board. The filament drivery power cap and charger board were replaced. The system was tested and found to be working as intended and placed back into service.